Event description:
The customer reported, that this handpiece started to operate on its own when connected to the power supply, and added that the safe mode was on at the time. This event was reported to take place during set up for a procedure. The handpiece was disconnected and another handpiece was used to complete the orthopedic procedure. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the handpiece was received for evaluation, and the reported problem was confirmed. This failure is related to dried o-rings and debris found in the poppet assembly, which caused the poppet to be stuck in the "on" position. Conmed linvatec will continue to monitor this product for failures.